Event description:
During follow-up, the device was found in backup mode. Abbott technical support was contacted and confirmed a power on reset (por) occurred following an MRI. The device was explanted and replaced due to normal eri and the patient was in stable condition.

Manufacturer narrative:
The device entered bvvi mode due to a power-on-reset (por) caused by exposure of the device to MRI. Interrogation revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench and no anomaly was detected. It is believed that the cause of the por was due to usage of incompatible equipment (MRI). The reported field event of device reset was verified in the lab.